Event description:
Boston scientific crm received information that following the post-operative check of the device it was noted that the right atrial (ra) lead exhibited poor sensing measurements. Threshold and impedance measurements were stable, so the physician schedule a lead revision procedure. The ra lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.